Manufacturer narrative:
The field service engineer (fse), was paged to contact the customer. Per the case notes and communications with the fse, this was a new install and it was found that the neonatal profile had not been created for the customer. This was an error on philips part during configuration of the unit. The fse created the neonatal profile which resolved the problem. No device malfunction occurred, however, this is considered a philips installation/configuration error.

Event description:
The customer reported that a neonate was provided an unspecified drug for low nbp due to inaccurate nbp measurements. This is considered a serious injury. It is unknown what emergent care was required. This was a new install and it was found that the neonatal profile had not been created for the customer.